Manufacturer narrative:
Qn# (B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was manufactured at the tecomet, (B)(4) facility as part of a 5opc. Lot in october of 2016. The returned instrument was evaluated and as received the tube assembly and drive rod that actuates the jaws is bent/damaged and the jaws are loose and misaligned and the pivot pin is slightly popped out on one side of the tube assembly. 3. Results/root cause/conclusions : parts were 100% visually inspected and tested at the tecomet, inc. (B)(4) facility before instruments were sent to customer. No irregularities were found and or reported at the time of inspection and assembly of the product, as this is a standardized process for all instruments manufactured at this facility. At this time it is un-determined what caused the tube assembly and drive rod that actuates the jaws are bent/damaged and the jaws are loose and misaligned and the pivot pin is slightly popped out on one side of the tube assembly but mishandling at the customers f facility is suspected. Additional method code: 26.

Event description:
Reported issue: on insertion of the applier with success inside the belly of the patient but during the stapling the end of the applier broke. The patient's condition is unknown at this time.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: on insertion of the applier with success inside the belly of the patient but during the stapling the end of the applier broke. The patient's condition is unknown at this time.